Event description:
A blood leak occurred at 210 minutes after start of hemodialysis treatment. The dialyzer was at the 5th reuse. The leak was observed with leak detector. Blood loss volume is around 250cc, since the blood was not returned to the patient.